Manufacturer narrative:
H.6. Investigation summary: one representative samples were received for investigation. The one representative sample was subjected to visual inspection. There was no deformation/damage observed on the eclipse hub and safety shield. No breakage observed on the safety lock pin. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: no assignable root cause could be established as the investigation revealed no abnormalities associated with the tested sample and the tested sample has passed the inspection. H3 other text : see section h.10.

Event description:
It was reported that the safety mechanism did not work easily with a bd needle eclipse 22x1-1/2. The following information was provided by the initial reporter: (3 of 4 complaints). It was reported that safety mechanisms do not snap closed easily. We need to be able to single hand close the needle so we don¿t have to take the other hand off the patient (especially if it¿s a kicking/screaming child), however, using these needles we have to use both hands to ensure its locked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not work easily with a bd needle eclipse 22x1-1/2. The following information was provided by the initial reporter: (3 of 4 complaints) it was reported that safety mechanisms do not snap closed easily. We need to be able to single hand close the needle so we don¿t have to take the other hand off the patient (especially if it¿s a kicking/screaming child), however, using these needles we have to use both hands to ensure its locked.